Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate of 180 units of insulin. Reportedly, the customer reloaded a cartridge with new insulin. Tandem technical support informed the customer that as the cartridge was refilled, the inaccurate estimate was likely due to the remaining insulin that was already in the cartridge, which caused the fill estimate to show a higher amount. Customer indicated a new cartridge would be loaded upon returning home. There was no impact to the customer's blood glucose level.